Manufacturer narrative:
The reported event of stylet became stuck was confirmed in the laboratory. Visual inspection noted the inner coil and its ptfe liner were damaged/bunched up at the connector region that could have contributed to the complaint detected in the field. The damage was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during elective device upgrade, the right ventricular lead implant was attempted. The stylet became stuck in the lead during attempted extraction. The lead was ultimately removed and a new lead was used instead. The patient was asymptomatic before, during, and after the procedure.